Event description:
It was reported that the patient was unable to charge the ipg due to its position. The patient underwent a pocket revision and the ipg remains implanted. The patient was doing well postoperatively.